Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) one month after reaching elective replacement indicator (eri). Current monitoring voltage indicates that this device displayed extended charge time behavior, and reached eol earlier than expected. Technical services recommended device replacement immediately. With current information, this device has not yet been explanted or scheduled. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.